Event description:
It was reported that there were 2 occurrences of unexpected growth while using bd bbl¿ port-a-cul¿ tube with swabs, sterile pack. The following information was provided by the initial reporter: it was reported that customer observing unexpected growth from normally sterile sites.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-02-10. H6: investigation summary material 221607 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 0289163 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation filling, and autoclaving processes were within specifications. In process checks were performed during manufacturing at designated intervals per procedures. Checks for fill volume were complete and within specifications per procedures and checks for torque confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. Also, each batch history record is reviewed to confirm the following prior to release: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and no other complaints have been taken on this batch. Retention samples from batch 0289613 (40/40 tubes) were available for inspection. No media defects were observed in 40/40 retention samples. No evidence of contamination was observed in 40 retention tubes. The appearance of the media was colorless and translucent and in accordance with the certificate of analysis. For further investigation two retention tubes were tested. Two uninoculated tubes were incubated for seven days. One tube was placed in the 35-degree celsius incubator and one tube was placed in the 25-degree celsius incubator. No microbial growth was seen by the seventh day of incubation. One photo was received to assist with the investigation: the photo shows one tube. The media inside of the tube does appear to have bluish appearance. No product information can be viewed from the photo. According to the certificate of analysis the color should be colorless and translucent returns were received for investigation. Two swab sets from batch 0289163 were received in a shipping bag envelop. Both returns had the colorless translucent appearance as the certificate of analysis describes. For further investigation the returns were tested. One tube was placed in the 35-degree celsius incubator and one tube was placed in the 25-degree celsius incubator. No microbial growth was seen by the seventh day of incubation. Neither tube showed any signs of color variation at either temperature. The complaint cannot be confirmed based on the returns received for contamination. This complaint can be confirmed for appearance based on the photo provided. A trend has not been identified for either defect, therefore, there are no actions planned at this time. Bd will continue to trend complaints for contamination and appearance. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 2 occurrences of unexpected growth while using bd bbl¿ port-a-cul¿ tube with swabs, sterile pack. The following information was provided by the initial reporter: it was reported that customer observing unexpected growth from normally sterile sites.